Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and emergency medical intervention while using the ilet. This situation can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported hospitalization and symptoms. Engineering log review indicated the ilet was functioning as intended, with appropriate reductions and suspension of insulin delivery in response to falling glucose levels and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date with corresponding low glucose and urgent low alerts. The user reported no clear precipitating cause, with routine meal announcement and no deviation from typical behavior. Based on available information, the event is consistent with variability in individual glucose response and therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event during a dental appointment, resulting in loss of consciousness. Emergency medical services were called, and the user was transported to the hospital for evaluation and monitoring. The lowest reported blood glucose was approximately 40 mg/dl, and the event persisted for approximately 1¿2 hours. The user received oral carbohydrates prior to transport. The user recovered following medical evaluation, and the pump was recharged and confirmed to be functioning prior to discharge.